Event description:
The customer alleged questionable ion selective electrode (ise) sodium results on patient samples tested on the cobas integra 400 plus analyzer over a two-day period. Of the 11 questionable results provided by the customer, 4 were found to be discrepant. From the data provided, it is unclear on what date each test was performed. Repeat testing was performed on a cobas 6000 analyzer in another laboratory. The initial results were reported outside the laboratory; corrected reports were issued with the repeat results. For patient 1, the initial sodium result was 140 mmol/l, and the repeat sodium was 132 mmol/l. For patient 2, a (B)(6) female, the initial sodium result was 140 mmol/l, and the repeat sodium was 133 mmol/l. For patient 3, a (B)(6) female, the initial sodium result was 139 mmol/l, and the repeat sodium was 131 mmol/l. For patient 4, a (B)(6) female, the initial sodium result was 139 mmol/l, and the repeat sodium was 134 mmol/l. The customer stated the patients were not adversely affected. The sodium electrode lot number was not provided. The field service representative determined there was a blockage due to contamination in the dry/mix lines. He removed the blockage and cleaned the lines and performed adjustments. Calibration and quality controls passed.